Event description:
Customer reported audio alarm was not working during setup of ventilator. There was no patient involvement. The mallinckrodt customer support engineer (cse) verified the alarm was not working intermittently. Customer support engineer replaced the alarm assembly and the power switch. The device passed extended self testing and performance verifications.